Manufacturer narrative:
(B)(4). (B)(6).an investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a (B)(6) result was generated on the axsym (B)(6) assay. A patient generated a (B)(6) index value of 8.416. The sample was centrifuged and retested on the axsym and generated a (B)(6) index value of 8.973 for (B)(6) and was also (B)(6) for rubella igg with a result of 39.7 iu/ml. The sample was tested on two other methods (B)(6) and results were negative for (B)(6). No impact to patient management was reported due to this issue.